Event description:
It was reported that this patient with this electrode received an inappropriate shock while leaning over. Technical services (ts) reviewed and observed several previous events with noise and large artifact which were untreated. The field representative was unable to reproduce the noise in the clinic. Technical services (ts) recommended x rays none of which were received and no additional information available at this time. This electrode remains in service. No adverse patient effects were reported. Additional information was received that x rays were received from the field representative and reviewed by ts. It was noted there was a loop in the electrode near the device header however, no visible kink. There have been no new events since programmed to secondary vector and no new non sustained rate to tachy transitions. Ts recommended continuing to monitor. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received an inappropriate shock while leaning over. Technical services (ts) reviewed and observed several previous events with noise and large artifact which were untreated. The field representative was unable to reproduce the noise in the clinic. Technical services (ts) recommended x rays none of which were received and no additional information available at this time. This electrode remains in service. No adverse patient effects were reported.